Manufacturer narrative:
(B)(4). Miyamoto, r., goto, y., fujito, t., abe, h., kunugiza, y. (2025) a case of aseptic loosening after total knee replacement with porous-coated mega prosthesis despite progression of extra bone growth. Radiology case reports 20(4)1900-1903. Https://doi.org/10.1016/j.radcr.2025.01.019. D10: concomitant devices: unknown orthopedic salvage system collared femoral stem catalog#: ni, lot#: ni, unknown orthopedic salvage system tibial component catalog#: ni, lot#: ni, unknown orthopedic salvage system tibial bushing catalog#: ni, lot#: ni, unknown orthopedic salvage system yoke catalog#: ni, lot#: ni, unknown orthopedic salvage system femoral bushings catalog#: ni, lot#: ni, unknown orthopedic salvage system lock pin catalog#: ni, lot#: ni, unknown orthopedic salvage system axle catalog#: ni, lot#: ni. E1: correspondence author. H6: component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced femoral component radiolucency, loosening and sinking approximately seven (7) years following knee arthroplasty. The patient declined proceeding with knee arthroplasty revision due to the patient's advanced age. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2025-01442. Further information and investigation results will be reported under 0001825034-2025-01442.

Event description:
No further event information available at the time of this report.